Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is several leaks that were repaired throughout the unit which fixed the low o2. No new parts needed.